Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
An internal piston was hollowed out and the unit had low output, and then would just hum with no output.